Event description:
Bad rash or burn; got severe rash or chemical burn from the adhesive used on the dexcom g6 sensor (3). I have been reading on social media that this is a wide spread problem. Condition lasts for months. I would like an msds sheet on the chemicals used in the adhesive. FDA safety report ID# (B)(4).